Event description:
A non healthcare reported that following implantation of an intraocular lens (iol) the optic of the lens would not unfold. There was patient contact. Surgery was completed the same day. Additional information was requested and received stating during surgery after insertion lens haptics would not unfold and stuck to lens. The lens was implanted and explanted during the same procedure. The originally scheduled procedure was completed the same day. Patient received a replacement lens. There was no patient harm. Patient¿s issues have been resolved.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was leaning against the posts and pressed down into the well area of the lens case. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU(instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).